Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly, the patient has "problems including pain, cancer, mental anguish as well as physical limitations."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent posterolateral lumbar fusion surgery on the lumbar region of his spine from vertebrae l4 to s1. He was implanted with rhbmp-2/acs. Post surgery, he suffered from progressively worsening pain in his low back, with associated pain in his lower extremities. He also experienced enlargement and tenderness of his left breast. The patient continues to experience severe and chronic lower back and leg pain with radiculopathy into his legs and feet. He cannot stand, sit or walk for any length of time and requires the use of cane. He also experiences bowel issues. He is unable to enjoy hisdaily activities that he enjoyed pre-operatively, and has suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: patient presented with preoperative diagnosis of grade 1 l5-s1 spondylolisthesis with bilateral lower extremity radiculopathy and chronic pain and underwent l4 to s1 posterolateral fusion with bmp and autologous bone. L5 bilateral gill laminectomy with a far lateral approach bilaterally with complete facetectomy, interpedicular decompression and exposure of the exiting l5 nerve root and traversing s1 nerve root. Placement of pedicle screws using 6.5 x 50 mm ha coated screws in l4, 6.5 x 45 mm ha coated screws in l5 and 6.5 x40 mm ha coated screws in s1 with two 6 cm peek rods. Use of preoperative and intraoperative neuro navigation. Use of intraoperative microscope. Per operative report "...decortication of the facet joint and the transverse processes was performed from l4 to s1.bmp and autologous bones were placed out laterally. Hemostasis was applied with bipolar cautery. There were no complications". Patient underwent x ray of lumbar spine. Findings: presence of pedicle screws posteriorly at l4 and l5 as well as screws posteriorly at s1.advance ddd at l4-l5 and l5-s1 with sclerosis and disc margin osteophytes are present. On (B)(6) 2009: patient was discharged. On (B)(6) 2009: patient presented for staple removal. On (B)(6) 2009, (B)(6) 2010: patient underwent 14 pt sessions from (B)(6) 2009 to (B)(6) 2010 for strengthening and instruction in exercise program status post fusion. On (B)(6) 2010: patient underwent x ray of lumbar spine. Findings: presence of pedicle screws posteriorly at l4 and l5 as well as screws posteriorly at s1. Advanced degenerative changes at l5-s1 unchanged. The lumbar vertebrae are otherwise normal in height and alignment .no hardware complication. On (B)(6) 2010: patient presented for office visit and underwent chest x-ray. Findings: heart size is normal and lungs are clear. On (B)(6) 2010: patient presented with complaints of chest congestion. Assessment: bronchitis. Chest x-ray negative for pneumonia. On (B)(6) 2010: patient underwent MRI of lumbar spine with and without contrast due to pain, previous surgery. Impression: postoperative changes from l4 through the sacrum. Mild to moderate central canal narrowing is seen at l3-4.no acute abnormality is appreciated. On (B)(6) 2010: patient underwent x-ray of lumbar spine due to grade 1 spondylolisthesis. Impression: post surgical changes in the lower lumbar spine are stable; continued low back pain with right leg radiating pain, neuropathy type symptoms; history of lymphoma 2005, with new right leg lesion noted in the past one month. (B)(6) 2010: patient presented for office visit and underwent MRI of lumbar spine with and without contrast. The MRI showed no area of surgical problems. He had an intact lumbar fusion, appropriate hardware placement, and appropriate alignment. On (B)(6) 2010: patient presented for office visit for disability/ social security evaluation. Patient complained of chronic low back pain and right lower extremity radicular symptoms extending from the back down to his foot. He also had dysesthesias in the left foot, as well. Assessment: the patient was assessed to be unemployable due to his [pain and requirement of pain medications. On (B)(6) 2010, (B)(6) 2011: patient presented for office visit. On (B)(6) 2010 patient presented for office visit with complaint of low back pain with right sided sciatica. Assessments: chronic low back pain with sciatica. Non specific lesion in medial calf with history of lymphoma. Patient underwent ECG test. On (B)(6) 2010 patient underwent us right extremity non-vascular. Findings: a palpable abnormality over the medial right ankle was scanned. There is a varicose which contains clot. This corresponds with the palpable abnormality. On (B)(6) 2010 patient presented for office visit with chief complaint of low back pain and bilateral leg pain. Review of musculoskeletal system: chronic low back pain. Assessment: assessment: chronic low back pain, myofascial back pain, chronic pain syndrome, lumbago, sciatica , lumbar radiculopathy, lumbar neuralgia, si joint neuritis, si joint neuralgia, si joint arthropathy, si joint hypertrophy, si joint radiculitis. On (B)(6) 2010 patient presented for office visit with chief complaint of low back pain with radicular pain in to the right lateral leg/calf/foot. Assessments: chronic low back pain with history of lumbar spinal fusion. On (B)(6) 2010 patient presented for follow-up visit with complaint of pain. Assessment: assessment: chronic low back pain, myofascial back pain, chronic pain syndrome, lumbago, sciatica , lumbar radiculopathy, lumbar neuralgia, si joint neuritis, si joint neuralgia, si joint arthropathy, si joint hypertrophy, si joint radiculitis. On (B)(6) 2010 patient presented for office visit with complaint of chronic pain. Assessments: chronic low back pain, on chronic opioid treatment. Dyslipidemia has been controlled on pravastatin. Hypertension. On (B)(6) 2010 patient presented for office visit with complaint of chronic low back pain. Assessments: chronic low back pain. Hypertension- not fully controlled at this time, most likely due to pain. On (B)(6) 2010 patient presented for office visit with complaint of low back pain and right sided sciatica status post discectomy l3-l4. X-ray of the left wrist demonstrates a chip fracture off of the dorsolateral triquetrum. Three views of wrist are presented. The oblique view shows what appears to be an un-displaced avulsion fracture from the dorsal aspect of the triquetrum. Assessments: chronic low back pain with bilateral radiation down both legs and hyperesthesia of the soles of both feet. Left triquetrum fracture. Colon cancer careening. Have a colonoscopy this spring. Hypertension. On (B)(6) 2011 patient presented with following pre operative diagnosis: spinal cord stimulator permanent placement for chronic low back pain, myofascial back pain, chronic pain syndrome, lumbago, sciatica, lumbar radiculopathy, lumbar neuralgia, si joint neuritis, si joint neuralgia, si joint arthropathy, si joint hypertrophy, si joint radiculitis. Complication: none. On (B)(6) 2011 patient underwent "chest pa 1 view". The lungs are clear. The heart size and pulmonary vasculature as well as the hilar and mediastinal contours are normal. Catheters are visible in the thoracic spine which are marked with radiopaque markers ate the t8 and t9 levels. Patient presented for follow-up visit with complaint of pain. Assessment: chronic low back pain, myofascial back pain, chronic pain syndrome, lumbago, sciatica , lumbar radiculopathy, lumbar neuralgia, si joint neuritis, si joint neuralgia, si joint arthropathy, si joint hypertrophy, si joint radiculitis. On (B)(6) 2011 patient presented for office visit with complaint of low back and right sided sciatica. Review of musculoskeletal system: chronic low back and right posterior thigh pain. He has some occasional spasms of muscle into the upper abdomen. Review of neurological system: chronic hyperesthesia of the soles of the feet. On (B)(6) 2011 patient presented with following pre operative diagnosis: spinal cord stimulator permanent placement for chronic low back pain, myofascial back pain, chronic pain syndrome, lumbago, sciatica, lumbar radiculopathy, lumbar neuralgia, si joint neuritis, si joint neuralgia, si joint arthropathy, si joint hypertrophy, si joint radiculitis. Complication: dural puncture. On (B)(6) 2011 patient presented for follow-up visit. Assessment: chronic low back pain, myofascial back pain, chronic pain syndrome, lumbago, sciatica , lumbar radiculopathy, lumbar neuralgia, si joint neuritis, si joint neuralgia, si joint arthropathy, si joint hypertrophy, si joint radiculitis. On (B)(6) 2011 patient presented for office visit with complaint of chronic low back pain and right sided sciatica. Review of musculoskeletal system: chronic low back pain and right posterior thigh pain. Review of neurological system: chronic hypertension of the soles of the feet. Assessments: chronic low back pain with lumbar radiculopathy and hyperesthesia of the soles of the feet. Hypertension - currently controlled. Dyslipidemia. Pravastatin was recently increased. On (B)(6) 2011 patient presented for office visit. Assessments: chronic low back pain and lower extremity pain. Hypertension. Dyslipidemia, on statin. On (B)(6) 2011 patient presented for office visit with complaint of low back pain with radiculopathy, dyslipidemia, and hypertension. A ssessments: chronic low back pain and lower extremity pain. Hypertension. Dyslipidemia, on statin. On (B)(6) 2011 patient presented for office visit because of little bit of swelling and discomfort in the right medical calf for the last two days. Assessments: venous varicosities of the right lower extremity with history of superficial thrombophlebitis. Left areolar tenderness. On (B)(6) 2011 patient presented for office visit because of left breast tenderness and mass. On (B)(6) 2011 patient presented underwent following procedure: digital diagnostic bilateral mammogram with cad. Conclusion: asymmetrical gynecomastia. No underlying mass. On (B)(6) 2012 patient presented for office visit. Assessments: chronic back pain. On (B)(6) 2012 patient presented for office visit because of lump on breast - has grown fast. Assessments: breast mass in male, left. Fatigue. Chronic lumbar pain. Lymphoma in remission. On (B)(6) 2012 patient presented for one month follow-up visit. Assessments: breast mass in male. Chronic lumbar pain. Dyslipi demia. On (B)(6) 2012 patient presented for office visit with complaint of low back pain. Assessment: chronic lumbar pain, controlled on chronic opioids. Hypertension, controlled. On (B)(6) 2012 patient presented for office visit to discuss x-ray. Assessment: chronic lumbar pain, failed lumbar fusion. Erectile dysfunction, this may be due to nerve compression related to his failed back surgery. Impressions of ap and lateral views of lumbar spine: postoperative changes l4 through s1. Multilevel degenerative changes. On (B)(6) 2012: patient underwent lumbar spine x-ray and the findings were compared with that of an x-ray of (B)(6), which revealed: "alignment and hardware appears same. The l4-5 disc has decreased, there is more spurring around your discs, and increased facet arthritis is seen. This is all consistent with your symptoms." On (B)(6) 2012 patient presented for office visit with complaint od low back pain, right sided sciatica. On (B)(6) 2015: patient presented office due to dvt (deep vein thrombosis) rle (right lower extremity).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with grade 1 l5-s1 spondylolisthesis with bilateral lower extremity r adiculopathy and chronic back pain and underwent the following procedures: l4 to s1 posterolateral fusion with rhbmp-2/acs and autologous bone. L5 bilateral gill laminectomy with a far lateral approach bilaterally with complete facetectomy, interpedicular de compression, and exposure of the exiting l5 nerve root and traversing s1 nerve root. Placement of pedicle screws using 6. 5 x 50 mm hydroxyapatite-coated screws in l4, 6.5 x 45 nm hydroxyapatite-coated screws in l5, and 6.5 x 40 nm hydroxyapatite-coated screws in s1 with two 6 mm peek rods. Use of stealth and o-am preoperative and intraoperative neuro navigation. Use of intraoperative microscope. As per the operative notes: ¿the stealth and o-arm were used to place pedicle screws using the normal technique of a pilot hole with the drill and the gear shift probe to penetrate the pedicle with stealth guidance, tapping the pedicle, and then feeling the pedicle with the feeler for any medial breakout. This was done without any difficulty and the screws were placed from l4 to s1 with 6.5 x 50 mm peek hydroxyapatite coated screws at l4 and 6. 5 x 45 mm hydroxyapatite-coated peek screws at l5 and at s1 two 6.5 x 40 mm hydroxyapatite-coated screws were placed. Rhbmp-2/acs and autologous bone were placed out laterally. Next, hemostasis was applied with bipolar cautery. Copious irrigation was performed.¿ the patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.